Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4)-indication for use - device used in the anterior tibial artery. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. It is likely the device interacted with the anatomy during advancement resulting in the reported failure to advance. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a right anterior tibial artery perforation. A 3.5x19mm graftmaster stent failed to cross the perforation. No other device was used in replacement and the perforation sealed on its own. There were no reported adverse patient effects and no reported clinically significant delay. There was no additional information provided.